Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing noise, inappropriate shocks and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-rays inspections of the lead did not find any anomalies except for procedural damage.